Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jul/2012 and 20/jul/2015. Device evaluation: visual analysis of the returned device identified: curved opening. A leak test was perform and were found two openings. A microscopic analysis identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve, partial delamination of diaphragm flange disk assessed as adhesive failure and a curved striated opening on posterior side assessed as surgical damage. Also, observed void on valve side (vv of 1.5mm) out specification per (B)(4) (texture side), it is assessed as workmanship. Based on the device analysis the final assessment is a crack opening on valve assessed as cracked valve seat diaphragm valve. Delamination of diaphragm flange disk assessed as adhesive failure. A curved striated opening assessed as surgical damage. The events of capsular contracture, nipple discharge, and raynaud's phenomenon are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a "saline implant deflation, nipple discharge, capsular contracture," baker grade iii and "raynaud's phenomenon." Healthcare professional reported a deflation. This record is for the left side. Device has been explanted.